Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The clamp function as intended, opened and closed properly. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the jaws on device would not open and close. No other case details available. Another device was used to complete the procedure. There was no adverse consequence to the pt.